Event description:
Jjmp received a letter from dr. Advising that the patient had been revised for massive osteolysis related to polyethylene wear. At this time; the co does not know if the explant is available for testing and the co has not been provided with any patient information.